Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs, but could not reproduce the error. The customer informed fse that a pipette tip did not discard properly and is stuck to the nozzle because it was sticky. Fse found the sample nozzle to be dirty and sticky and resolved the complaint by cleaning the nozzle. Fse successfully verified alignments of the hybrid arm, the tip chute and tip discarding function without error. The fse performed a daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2151] hybrid arm /cup transfer cup pickup failure cause : the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution : contact tosoh service center or local representatives. [4211] main arm y-axis home detection failure cause : the home sensor failed to activate after the main arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. [4224] interference of dispensing nozzle z-axis of main arm cause : there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution : remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event is due to dirty & sticky sample nozzle

Event description:
A customer reported getting error message "2151 hybrid arm/cup transfer cup pickup failure" , "4224 interference of dispensing nozzle z-axis of main arm" and "4211 main arm y-axis home detection failure" on the aia-2000 instrument. The instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.